Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2.

Event description:
It was reported that the insulin pump's battery had a short battery life. The customer¿s blood glucose level was unknown. No further details were given. The insulin pump was returned for analysis.